Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.

Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Per consumer the bed gets stuck and will not go down unless it is pushed on and it slams down at times. MDR filed.